Event description:
The reporter stated that the surgeon inserted a 18.0 diopter, aq20i7v three piece silicone lens due to nick on the lens optic that was noticed after the lens was inserted. The lens was cut into pieces to remove from the eye without enlarging the incision. No patient injury. Surgery was completed with another lens. Patient is doing fine. The cause of the lens tear was due to the injector.

Manufacturer narrative:
H3: the product pertaining to this claim was not returned for evaluation. However, the lens was returned and visual inspection shows that one lens haptic and most of the lens optic were missing. Clear surgical residue/debris on the remaining haptic.